Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards israel affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, the was valve implanted too low and it caused moderate central leak. Per medical opinion, the valve touched a pre-existing mitral prosthesis, and that impacted the final position of the aortic valve. A second valve was prepared and implanted successfully with no leak.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malpositioned thv and deployed valve exhibits central regurgitation were unable to be confirmed due unavailability of applicable imagery/medical record. As reported, 'during procedure, the first valve implantation was too low and it caused significant ai (moderate central leak). As per medical opinion, the first valve touched the mitral prosthesis and that impacted the final position of the aortic valve.' Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Due to insufficient information, a definitive root cause was unable to be determined. An existing technical summary written by edwards lifesciences has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, it is likely that the low seated thv (too ventricular) resulted in native leaflet overhang, which can impact proper thv coaptation and, thus, result in central regurgitation. As such available information suggests that procedural factors (malpositioned thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.